Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a recurrent persistent atrial fibrillation (off-label use) a farastar pulsed field ablation system was selected for use. Recurrent 301 errors were displayed after the first two deliveries. No spline inversion was noticed on ice or fluoro. The deployment was successful; however, the system error restricted the energy delivery. The error persisted despite replacing the cable, catheter, sheath and restarting the generator. The procedure had to be cancelled as the physician was not prepared to switch to radiofrequency. The patient was already sedated when the procedure was cancelled. The device return for analysis is unknown. This event is being reported for aborted/cancelled procedure with a patient under sedation.